Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was presented at emergency room due to experiencing fever, chills and back pain. Cultures taken were resulted negative for infection. The physician concluded the patient issue to be due to dye reaction. Patient was treated and discharged home in stable condition. Reportedly, the issue is not related to the device but possibly to the procedure. The patient is a clinical study patient.